Event description:
I use the minimed 780g insulin pump. It, like all insulin pumps, remains clipped to your person as you sleep. This means, however, that you can't hear the already- barely audible alarm when your blood sugar goes low. This is a potentially life-threatening condition. The phone app simply chirps once a minute, but only if you remember to turn your sound on. This is a widespread problem. Other products on the market (e.g., dexcom) has an alarm that will sound through your phone at full volume. This is a serious, life-threatening design defect.